Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
The product was not returned for examination. The investigation could not draw any conclusions about the reported pain; however, provided info suggested pt's joint laxity and/or joint instability was a possible contributing factor to the pain. Provided info stated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.